Event description:
User experiencing discrepant sodium results. One example was provided. Sample recovered 126 mmol/l, 135 mmol/l and on another analyzer, 135 mmol/l. Erroneous result was not reported. The field service representative did not find any discrepancies with the analyzer. The technical service representative determined the cause to be cellular debris in the sample material and consumable items affecting the pipetting system to be the cause. The sample syringes, sample probes, ise tubing and ise mixing tower were replaced. Performance tests were performed which were within specification.